Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 21, 2020.

Manufacturer narrative:
This report is submitted on 28 oct 2020.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6) 2020.